Manufacturer narrative:
Device not received for evaluation yet.

Event description:
It was reported that during atherosclerosis stenosis procedure at basilar artery, resistance was experienced while advancing the subject stent inside the micro catheter shaft and upon removal, the subject stent was found prematurely detached. The stent was replaced and the procedure was completed successfully. There were no clinical consequences reported to the patient.

Manufacturer narrative:
Updated: section b1 adverse event/product problem: remove product problem section b5 executive summary: updated to "received additional information received from the site on (B)(6)2020 clarified that during atherosclerosis stenosis procedure at basilar artery, the stent was removed from the catheter and deployed outside of the patient by the physician¿ section d4 expiration date: added section h1 type of reportable event: remove malfunction section h4 manufacturing date: added section h6 patient code grid: updated additional information received on (B)(6)2020 stated that the stent was removed with the catheter and was deployed outside of the patient by the physician. Therefore, the event no longer meets the requirement of the reportable event for the device in question. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question. H3 other text : device not returned for evaluation yet.

Event description:
It was reported that during atherosclerosis stenosis procedure at basilar artery, resistance was experienced while advancing the subject stent inside the micro catheter shaft and upon removal, the subject stent was found prematurely detached. The stent was replaced and the procedure was completed successfully. There were no clinical consequences reported to the patient. Update additional information: received additional information received from the site on (B)(6)2020 clarified that during atherosclerosis stenosis procedure at basilar artery, the stent was removed from the catheter and deployed outside of the patient by the physician.